Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-11240xl widebiter punch top jaw broke, it is extending too far. This occurred during an unknown case, with no patient effect reported. Additional information requested.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the tip pin is missing, allowing the moving jaw to actuate forward rather than closing. The cause of this remains undetermined.